Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. The manufacturer¿s field service engineer (fse) performed external and internal visual inspection on ventilator, checked for loose wires, tubing and everything was properly connected. Customer reported problem was duplicated. The fse found the blower temperature was too high, and blower compressor was too high errors in the significant event log. The manufacturer¿s field service engineer (fse) replaced the blower and blower issue was resolved, replaced pm board to resolve touch screen issue. In addition, the fse replaced missing filter cover to address the reported problem. The fse performed performance assurance test and device passed successfully.

Event description:
The customer reports the blower was not working, touch screen was locked up, and doesn't respond to finger touch. In addition, the blower was referencing errors that the blower temperature was too high and blower compressor was too high. There was no patient involvement.

Manufacturer narrative:
G4: 03feb2020. B4: (B)(6) 2020. Failure analysis on the returned blower assembly revealed a bad temperature sensor generated the blower to stalled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.